Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported being woken up by repeated ilet low alerts. The patient¿s spouse helped treat the low with cake and 5 glucose tablets, raising the blood glucose (bg) to ~100 mg/dl within 30¿45 minutes. The lowest bg reported was 40 mg/dl. The patient returned to bed and woke up in range. The agent was unable to sync the ilet app/reports and advised patient to seek help. Reports are needed for better training and bg problem-solving. An additional training session was scheduled to help patient better understand the ilet¿s functionality. The patient experienced sweating, could not walk, dizzy and confused. No medical intervention required at the time of call.